Event description:
It was reported that customer experienced power source alert and stated that pump battery would not charge despite using tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer left pump connected to working wall outlet with original charging supplies, after which pump began charging, there was no pump shutdown or loss of function, and no further assistance or device return was required.